Event description:
During a ptca treatment procedure, the maverick2 monorail 1.5 mm balloon catheter became damaged. The patient was asymptomatic during this event. The lesion being treated was a severely calcified, 95% stenotic lesion in the proximal circumflex coronary artery. The physician used a gf mach1 guide catheter and a rinato guide wire. The guide wire could not cross the lesion, the maverick 2 monorail balloon was introduced in an unsuccessful attempt to assist the guide wire in crossing the lesion. The maverick2 monrorail balloon was removed from the patient, and the distal portion of the balloon was damaged. It is noted that the balloon was not inflated. Because the lesion could not be crossed, the procedure was stopped. No patient injuries or complications were reported. Patient status is reported as stable.